Event description:
It was reported that an external dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. The blood leak occurred approximately twenty minutes into the treatment. Blood was observed to be leaking from the joint located at the end of the dialyzer. There was no visible damage or defect noted at the leak location. There were no alarms from the machine, a fresenius 5008. Upon detection of the leak, the treatment was stopped. The patient's blood was not returned; estimated blood loss (ebl) was 150 ml. There was no indication that the patient experienced a serious injury or required medical intervention due to the blood loss. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was confirmed to be available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. No caps were on the dialyzer ports. A sticker with a barcode was present on the housing. Blood was noted throughout the dialyzer, including in the threads of the header cap on the cavity ID end. During gross visual examination, a polyurethane (pu) sliver was observed in the header at approximately 175°, with the dialysate ports at 0°, on the cavity ID end. The pu sliver was lying across the pu cut surface and was reaching past the o-ring when the header cap was on the dialyzer. Further examination of the complaint device did not identify any other damage or irregularities. The sample was not subjected to a laboratory leak test as a pu sliver is known to affect the integrity of the dialyzer and cause a leak. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was one non-conformance (nc) in the production of this lot which was unrelated to the complaint event. There was no other indication of product nonacceptance, deviation, nc, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that an external dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. The blood leak occurred approximately twenty minutes into the treatment. Blood was observed to be leaking from the joint located at the end of the dialyzer. There was no visible damage or defect noted at the leak location. There were no alarms from the machine, a fresenius 5008. Upon detection of the leak, the treatment was stopped. The patient's blood was not returned; estimated blood loss (ebl) was 150 ml. There was no indication that the patient experienced a serious injury or required medical intervention due to the blood loss. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was confirmed to be available to be returned for manufacturer evaluation.